Manufacturer narrative:
Investigation summary bd received one photo for investigation regarding the reported defect of air bubbles in the gel of the tube and foreign matter (fm). Evaluation of the photo confirmed the presence of fm in the tube; however, the photo does not show the customer¿s indicated failure mode of gel airbubbles. A total of 100 retained samples were visually inspected, and 1 retained sample contained an air bubble. Air bubbles are ambient air that can become trapped inside the gel of bd vacutainer® gel tubes during the manufacturing process. Air bubbles can be observed visually by the human eye in the gel before the tube is used for blood collection or prior to centrifugation. Ambient air can become trapped inside the gel of bd vacutainer® gel tubes during the processes of mixing, pumping and dispensing. Special precautions are taken during these processes to eliminate air within the gel. However, it is possible that a small amount of air remains trapped in the gel. In addition, the occurrence of air bubbles may also be influenced by environmental and shipping conditions. Bd product that is within specification may contain a low occurrence of air bubbles. Bd maintains strict manufacturing procedures to monitor size and quantity of air bubbles in gel tubes, including routine visual inspections, to ensure product meets specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: gel airbubbles and molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units, foreign matter was found in 207 tubes and air bubbles were seen in 850 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers g4: PMA / 510(k)#: k954592. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units, foreign matter was found in 207 tubes and air bubbles were seen in 850 tubes. No adverse impact was reported regarding the patient or user.